Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. Although the caller was not at home to reset the pump initially, they later contacted technical support for assistance. Technical support provided instructions, and the caller successfully reset the pump, with no recurrence of the malfunction code. The customer was advised to monitor for any future malfunctions and to continue using the pump.